Event description:
It was reported that 17 bd nexiva¿ closed IV catheter system - dual port 24 ga 0.75 in contained foreign matter on the device cannula. The following information was provided by the initial reporter: "this is a report about foreign matter (dirt) on nexiva."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1155068. Medical device expiration date: 2024-05-31. Device manufacture date: 2021-06-04. Medical device lot #: 1091027. Medical device expiration date: 2024-03-31. Device manufacture date: 2021-04-01. Medical device lot #: 1091940. Medical device expiration date: 2024-03-31. Device manufacture date: 2021-04-01.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1155068. Medical device expiration date: 2024-05-31. Device manufacture date: 2021-06-04. Medical device lot #: 1091027. Medical device expiration date: 2024-03-31. Device manufacture date: 2021-04-01. Medical device lot #: 1091940. Medical device expiration date: 2024-03-31. Device manufacture date: 2021-04-01.

Event description:
It was reported that 17 bd nexiva¿ closed IV catheter system - dual port 24 ga 0.75 in contained foreign matter on the device cannula. The following information was provided by the initial reporter: "this is a report about foreign matter (dirt) on nexiva."

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the samples and photographs submitted for evaluation. Bd received fifteen sealed units and ten photos. Upon visual inspection, eleven of the units were found to have foreign material. The reported defect was confirmed. One unit was found to have foreign matter embedded within the packaging. Foreign material embedded in the packaging may originate during the pocket forming and package sealing steps in the manufacturing step. Eight units were found to have foreign material loose within the packaging. One unit was found to have foreign material embedded within the adhesive of the extension tubing. The foreign material was most likely introduced during the assembly or packaging processes. As the devices were sealed, the defect of foreign matter can be attributed to the manufacturing or packaging process. One unit was found to have black material embedded within the wing. The material was determined to be a non-foreign, burnt particulate resin. These specks are a result of material build up on the barrel/screw breaking free during the molding process. Molds are purged between lots to reduce buildup; however, one lot can sometimes take up to ten days to produce. Operators perform good manufacturing practices and gowning per the quality plan. Environmental controls and inspections for foreign matter are performed to mitigate the occurrence of this defect. Additionally, manufacturing is covered, where possible, to reduce and mitigate the introduction of environmental foreign material. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that 17 bd nexiva¿ closed IV catheter system - dual port 24 ga 0.75 in contained foreign matter on the device cannula. The following information was provided by the initial reporter: "this is a report about foreign matter (dirt) on nexiva."